Event description:
New information received noted that the replacement right ventricular lead also exhibited high capture threshold in addition to dislodgement. No procedures were performed to address the dislodgement and high capture threshold.

Event description:
Related manufacture reference number: 2017865-2021-35982. Related manufacture reference number: 2017865-2021-35987. Related manufacture reference number: 2017865-2021-35991. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that right ventricular lead (rv lead) exhibited noise and high impedance. Stored events showed episodes of loss of capture and oversensing of the rv lead. Patient was admitted for lead revision, as they were symptomatic of bradycardia. Prior to procedure, it was decided to electively replace the patient's advisory device. During procedure, it was also decided to explant the atrial lead due to insulation damage observed during procedure. The device, atrial lead, and rv lead were explanted and replaced on (B)(6) 2021. Post procedure, examination of device showcased clavicle crush on atrial and rv lead. On (B)(6) 2021, the replacement rv lead was found dislodged. No procedures were performed to address the dislodgement. The patient was in stable condition.